Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer keeps failling. The field service engineer found both rail busted on drawers, replace right slide rails. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had drawer failure and got stucked. The customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.